Event description:
Per the clinic, the device was explanted on (B)(6), 2015, due the patient suffering recurrent ear infections that required MRI scans. It is unknown if there are plans to re-implant the patient with a new device, as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
The report is filed october 12, 2015.